Manufacturer narrative:
This report was sent in error the malfunction cut in the cable would not cause or contribute to a death or a serious injury if it were to recur

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to cut in the cable the device was not operable when plugged in. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited cut in the cable. There was no patient involvement.